Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.2, 1.9. Caller also reported discrepant results compared with the doctor's meter. Results as follows: date: (B)(6) 2012, inratio: 1.9, doctor: 2.0. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.2, 2nd inr: 1.9, mean: 1.55, sd: 0.49, %cv: 31.93. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, ref: 2.0, mean: 1.95, confidence limits: 1.3-2.7. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. Analysis of customer's data revealed that inratio and ref test result comparison did meet accuracy criteria. No product is expected to be returned. Retained strip testing performed on (B)(6) 2012, revealed that result comparisons met both accuracy and precision criteria. Investigation results for retained strip lot # (B)(4): donor 1 : 1st inr: 3.0, 2nd inr: 3.4, 3rd inr: 3.4, ref: 3.79, bias threshold: 2.79-4.79, %cv: 7.07. Donor 2: 3.3, 2.7, 3.1, 3.55, 2.55-4.55, 3.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors product % cv less than 16%. Precision criteria has been met. No further investigation is necessary. Per complaint issue, pt was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." "Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results." As reviewed on (B)(6) 2012, 31 discrepant result complaints were reported for lot # (B)(4), yielding a complaint rate of (B)(4). Action threshold ((B)(4)) was reached. Strip lot in complaint has strip code (B)(4) with brick lot # (B)(4), which was assigned and packaged into 2 strip lots ((B)(4)). Therefore, a total of 33 discrepant complaints have been reported for these 2 lots, yielding a total complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.